Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 731203, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the emitter was physically damaged. There was no patient present when this issue was identified.